Event description:
It was reported that the patient presented in the hospital for unrelated issues. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device. No intervention was performed. No patient symptoms were reported and the patient would continue to be monitored.